Event description:
It has been reported that a revision surgery was performed due to a broken inclination.

Manufacturer narrative:
Received information that identified the patient and revealed this issue had already been reported on MDR # 9613369-2010-00033. (B)(4).